Event description:
It was stated that the insulin pump had a blank display after the customer fell. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. The insulin pump also had damage on the battery cap slot.